Event description:
It was reported that a leak was observed in a buretrol IV solution administration set from the needle based y-site port after the needle was removed from the site. The reported condition occurred during priming the set with nacl via port with needle. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A batch review will be performed. If additional relevant information or samples become available, a follow-up report will be submitted.